Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no reported adverse impact to the customer's blood glucose level.